Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator alarmed that the end tidal carbon dioxide (etco2) monitoring stopped working. There was no report that the patient was transferred to another ventilator.

Manufacturer narrative:
Updated repair information.